Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure. It was reported that an attempt was made to perfuse the ablation catheter, however, it could not be performed due to an error; therefore, the device was replaced with a new one from a different manufacturer (a non-boston scientific device). The procedure was completed successfully without patient complications. The device will not be returned as it has already been disposed by facility.